Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 27, 2023.

Manufacturer narrative:
This report is submitted on july 14, 2020.

Event description:
Per the clinic, the patient experienced inflammation, a haematoma and an infection at the implant site resulting in an extrusion of the implant. The device was explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.